Manufacturer narrative:
Additional information: the dislodged stent remains in a small branch of the left renal artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely calcified lesion in the right posterior descending (r-pda) artery within the right coronary artery (rca). There was no damage noted to the device packaging and no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was not removed and remains in the patient. No injury was reported.

Manufacturer narrative:
Image review: the returned procedural images capture the patient lesion condition as reported by the account. The image captures the pre-dilation of the rca. Attempted delivery of the complaint device is visible in the returned images, the next image captures the dislodged stent immediately distal to the guide catheter tip. Additional pre-dilation was carried out followed by successful stent implantation of an unknown stent. An image captures the dislodged stent which had moved from the original dislodged location. No intervention was captured to remove the dislodged stent. If information is provided in the future, a supplemental report will be issued.